Event description:
The patient was enrolled in the option study on 04-jun-2020 with patient identifier (B)(6). It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted successfully with a 4mm jet size, laa seal, and deployed device diameter of 21mm. Prior to the index procedure aspirin was not administered. After the implant the patient was started on aspirin. 5 days post-index procedure, the patient was discharged. 600 days post-index procedure, transesophageal echocardiogram (tee) revealed a residual leak larger than 5mm. The patient was hospitalized the same day. Two days later, cardiac ablation was performed to treat the residual leak. One day later, the patient was discharged home on apixaban. There were no further patient consequences reported.

Event description:
The patient was enrolled in the option study on 04-jun-2020 with patient identifier (B)(6). It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted successfully with a 4mm jet size, laa seal, and deployed device diameter of 21mm. Prior to the index procedure aspirin was not administered. After the implant the patient was started on aspirin. 5 days post-index procedure, the patient was discharged. 600 days post-index procedure, transesophageal echocardiogram (tee) revealed a residual leak larger than 5mm. The patient was hospitalized the same day. Two days later, cardiac ablation was performed to treat the residual leak. It was further reported that the leak measured 7mm in diameter. After cardiac ablation was performed, tee was performed which showed persistence of the leak, measuring 5mm in diameter. The patient was stopped on aspirin and started on apixaban. The following day, transthoracic echocardiogram (tte) was performed however the laa seal was not assessed. The patient was recommended to begin eliquis for 3 months and then kardegic 75mg. The patient was also recommended to follow up with cardiology.

Manufacturer narrative:
H6: coding added for "medication required.

Manufacturer narrative:
B5: additional information added to narrative. B7: updated.

Event description:
The patient was enrolled in the option study on 04-jun-2020 with patient identifier (B)(6). It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted successfully with a 4mm jet size, laa seal, and deployed device diameter of 21mm. Prior to the index procedure aspirin was not administered. After the implant the patient was started on aspirin. 5 days post-index procedure, the patient was discharged. 600 days post-index procedure, transesophageal echocardiogram (tee) revealed a residual leak larger than 5mm. The patient was hospitalized the same day. Two days later, cardiac ablation was performed to treat the residual leak. It was further reported that the leak measured 7mm in diameter. After cardiac ablation was performed, tee was performed which showed persistence of the leak, measuring 5mm in diameter. The patient was stopped on aspirin and started on apixaban. The following day, transthoracic echocardiogram (tte) was performed however the laa seal was not assessed. The patient was recommended to begin eliquis for 3 months and then kardegic 75mg. The patient was also recommended to follow up with cardiology. It was further reported that echocardiography performed 601 days post procedure revealed normal left ventricle and ventricular mass, dilatated left atrium, aortic sclerosis, and minimal mitral leakage. Irrigated radiofrequency was performed to close the para-prosthetic laa leakage 602 days post procedure. Tee performed 603 days post procedure revealed sinus rhythm with left ventricular ejection fraction 57%. The patient was discharged home on the same day. The patient was readmitted into the hospital 876 days post procedure. The patient was then discharged home again 8 days later.

Manufacturer narrative:
B5: additional information added to narrative.

Event description:
The patient was enrolled in the option study on 04-jun-2020 with patient identifier (B)(6) . It was reported the device did not seal. Procedure summary: a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted successfully with a 4mm jet size, laa seal, and deployed device diameter of 21mm. Prior to the index procedure aspirin was not administered. After the implant the patient was started on aspirin. 5 days post-index procedure, the patient was discharged. Event summary: six hundred days post-index procedure, transesophageal echocardiogram (tee) revealed a residual leak larger than 5mm. The patient was hospitalized the same day. Two days later, cardiac ablation was performed to treat the residual leak. One day later, the patient was discharged home on apixaban. Patient status: there were no further patient consequences reported. It was further reported that the leak measured 7mm in diameter. After cardiac ablation was performed, tee was performed which showed persistence of the leak, measuring 5mm in diameter. The patient was stopped on aspirin and started on apixaban. The following day, transthoracic echocardiogram (tte) was performed however the laa seal was not assessed. The patient was recommended to begin eliquis for 3 months and then kardegic 75mg. The patient was also recommended to follow up with cardiology. It was further reported that echocardiography performed 601 days post procedure revealed normal left ventricle and ventricular mass, dilatated left atrium, aortic sclerosis, and minimal mitral leakage. Irrigated radiofrequency was performed to close the para prosthetic laa leakage 602 days post procedure. Tee performed 603 days post procedure revealed sinus rhythm with left ventricular ejection fraction 57%. The patient was discharged home on the same day. The patient was readmitted into the hospital 876 days post procedure. The patient was then discharged home again 8 days later. It was further reported that 748 days post procedure, the patient was admitted to the hospital for follow up of radiofrequency-based closure of device leak. During this follow up, echocardiogram revealed a well-positioned device in the laa. Color doppler imaging revealed residual leak to the laa measuring 4-5mm located on the posterior portion of the device. Computed tomography (CT) revealed the device to be in the same position between the ostium of the laa and the la. The patient was discharged the next day and recommended to follow up in nine (9) months. It was clarified that 876 days post procedure, the patient was admitted to the hospital for further checkup. Echocardiogram revealed the device was in line with the axis, without thrombus, with residual leak to the laa, but had decreased to 3mm. The following day the patient was discharged home.

Manufacturer narrative:
B5: additional information added to narrative.

Event description:
The patient was enrolled in the option study on (B)(6) 2020 with patient identifier (B)(6). It was reported the device did not seal. Procedure summary: a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted successfully with a 4mm jet size, laa seal, and deployed device diameter of 21mm. Prior to the index procedure aspirin was not administered. After the implant the patient was started on aspirin. 5 days post-index procedure, the patient was discharged. Event summary: six hundred days post-index procedure, transesophageal echocardiogram (tee) revealed a residual leak larger than 5mm. The patient was hospitalized the same day. Two days later, cardiac ablation was performed to treat the residual leak. One day later, the patient was discharged home on apixaban. Patient status: there were no further patient consequences reported. It was further reported that the leak measured 7mm in diameter. After cardiac ablation was performed, tee was performed which showed persistence of the leak, measuring 5mm in diameter. The patient was stopped on aspirin and started on apixaban. The following day, transthoracic echocardiogram (tte) was performed however the laa seal was not assessed. The patient was recommended to begin eliquis for 3 months and then kardegic 75mg. The patient was also recommended to follow up with cardiology. It was further reported that echocardiography performed 601 days post procedure revealed normal left ventricle and ventricular mass, dilatated left atrium, aortic sclerosis, and minimal mitral leakage. Irrigated radiofrequency was performed to close the para prosthetic laa leakage 602 days post procedure. Tee performed 603 days post procedure revealed sinus rhythm with left ventricular ejection fraction 57%. The patient was discharged home on the same day. The patient was readmitted into the hospital 876 days post procedure. The patient was then discharged home again 8 days later. It was further reported that 748 days post procedure, the patient was admitted to the hospital for follow up of radiofrequency-based closure of device leak. During this follow up, echocardiogram revealed a well-positioned device in the laa. Color doppler imaging revealed residual leak to the laa measuring 4-5mm located on the posterior portion of the device. Computed tomography (CT) revealed the device to be in the same position between the ostium of the laa and the la. The patient was discharged the next day and recommended to follow up in nine (9) months. It was clarified that 876 days post procedure, the patient was admitted to the hospital for further checkup. Echocardiogram revealed the device was in line with the axis, without thrombus, with residual leak to the laa, but had decreased to 3mm. The following day the patient was discharged home. It was further reported that the leak was initially observed 344 days post procedure, measuring 6-7mm. The leak then persisted and was observed 600 days post-procedure, as stated above.